Manufacturer narrative:
During device servicing performed on 03/06/2017, the technician performed review of the diagnostic event log and identified occurrence of back up alarm failed. Cpu board was replaced to prevent recurrence. Performed overall check, cleaning, run in test, alarm test and confirmed the unit operated properly. Performed check test and confirmed no abnormality. The cpu board was sent to the v60 vent manufacturing facility for evaluation. The evaluation is anticipated, not yet begun.

Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The service technician during review of the diagnostic event log identified occurrence of backup alarm failed (error code 1104). There was no patient involvement.

Manufacturer narrative:
During further investigation, a visual inspection of the cpu pcba¿s outer surface revealed no evidence of damage or contamination. The cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation and power cycled every 30 seconds for at least one hour. During testing, a cold spray and then heat was applied around the ls1 buzzer. No errors occurred and the application of heat and cold to ls1 did not have an impact. Since ls1 on the cpu board is a frequent cause for e/c 1104, further examination of ls1 was performed. Ls1 was opened. The pcba showed some contamination. One of the solder joints showed a large contact angle between component lead and solder. However, when applying force to the component lead in different directions the buzzer would not cease to operate when powered. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The ventilator was powered only by ac without backup battery and power cycled every 30 seconds over one hour. No errors occurred.